Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
A company representative reported that a surgeon wanted to fixate a peek cci with 1.2mm self drilling screw ((B)(4)). On the first 5 screws, 4 of them broke just under the head of the screws (4mm length) both in bone and on the peek cci. The procedure was completed with a minimal surgical delay of a few minutes.

Manufacturer narrative:
The reported event could be confirmed. The investigation shows that the screws broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surfaces show the typical flow structures of ductile torsional breakages. The root cause of the failure/breakage could have been a difficult insertion of the screws into the bone/cci peek. In the IFU is documented under: general warnings and precautions that ¿ ¿should the screws be difficult to start in bone, a pilot hole should be drilled to facilitate insertion, especially by use of screws with a length of more than 4 mm¿. Furthermore the self-drilling screws are not suitable to fixate the cci peek implants. In the IFU is documented under: instructions/5. Fixate the implant/cautions ¿ ¿do not use self-drilling screws to fixate the implant¿. Additionally, in the event description it is documented that, and verified according to the pictures provided, the screws have been used in combination with a peek ci implant. According to a reference in the related instruction for use of the peek ci was also reviewed (90-02022, rev. 8, 2016-04-18) and showed that it is not allowed to use self-drilling screws to fixate the implant. Therefore the failure mode (intraoperative screw breakage) and the investigated root cause (off-label use ¿ torsional overload) could be attributed to a user related handling issue. No indications were found for any design, material or manufacturing related issue.

Event description:
A company representative reported that a surgeon wanted to fixate a peek cci with 1.2mm self drilling screw (50-12904 and 50-12903). On the first 5 screws, 4 of them broke just under the head of the screws (4mm length) both in bone and on the peek cci. The procedure was completed with a minimal surgical delay of a few minutes.